Manufacturer narrative:
The date of the report in the initial emdr was 12-march-2020 instead of 03-december-2020.the initial report was submitted on december 03rd 2020.

Manufacturer narrative:
Batch review performed on 2 december 2020: lot 1903846: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability 1 year after the primary surgery which was caused by a leg length discrepancy. The surgeon revised the 28mm biolox delta head s with a 40mm biolox option head and added a biolox option sleeve m. The surgeon also revised the cup and liner with competitor products. The surgery was completed successfully. There was no problem with the cup, the surgeon revises it in order to make it fit with the second hip implants.